Event description:
Pt called and stated she is having issues with her crono pump (sn (B)(4)). Pump is displaying error code 4 and pistons are not retracting correctly. Pt also stated a plastic part around the battery compartment had broken off earlier. Pt threw the small plastic piece away. Advised we will send replacement. Currently still using medication has a functional back up. No further questions. Dose or amount: remodulin 77.5 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to (B)(6) 2018. Diagnosis or reason for use: primary pulmonary hypertension.